Event description:
Case 3 of 3:It was reported to the Sales Rep that following a sling procedure, the surgeon used surgical flow intravaginally, and within one week, three patients returned with abscesses. The issue was reported to have occurred in three instances involving three different patients however, no additional information is available for the other patients. No further information was provided. The device is not being returned.

Manufacturer narrative:
No Lot number is available.